Event description:
The following was reported to hamilton medical ag: summary: tf431017 and te231003 after startup with self test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.